Manufacturer narrative:
.

Event description:
It was reported that a vns patient underwent lead replacement surgery on (B)(6) 2015 due to lead discontinuity. The patient's vns system was tested upon connection of the new lead to the existing generator and system diagnostics returned impedance results within normal limits with 1602 ohms. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. It was reported that the explanted lead will not be returned to the manufacturer for analysis, as it was discarded by the facility. No patient adverse events were reported. No additional relevant information has been received to date.